Event description:
Legal counsel for the patient reported that the patient underwent bilateral hip arthroplasty procedures. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2008 and the right hip arthroplasty occurred on (B)(6) 2008. Subsequently, patient alleges pain, elevated metal ion level and metallosis. A left side revision was performed (B)(6) 2011 and a further revision on (B)(6) 2011 allegedly due to multiple dislocations. Further left side revisions were performed (B)(6) 2011 and (B)(6) 2012 due to alleged multiple dislocations. Legal counsel alleges a right side revision is recommended; however, no procedure has been scheduled to date. No further information has been provided to date. Additional information received in patient's revision operative reports state that the initial left hip arthroplasty procedure was performed on (B)(6) 2008. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Left and right initial procedure dates were switched.

Event description:
Legal counsel for the patient reported that the patient underwent bilateral hip arthroplasty procedures. Additional information provided in a review of invoice history confirms the left hip arthroplasty occurred on (B)(6) 2008 and the right hip arthroplasty occurred on (B)(6) 2008. Subsequently, patient alleges pain, elevated metal ion level and metallosis. A left side revision was performed on (B)(6) 2011 and a further revision on (B)(6) 2011 allegedly due to multiple dislocations. Further left side revisions were performed (B)(6) 2012 due to alleged multiple dislocations. Legal counsel alleges a right side revision is recommended; however, no procedure has been scheduled to date. No further information has been provided to date. This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." And number 15 states, "elevated metal ion levels have been reported with metal on metal articulating surfaces." This report is number 10 of 11 mdrs filed for the same event (reference 1825034-2013-01674 / 01684). This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.